Event description:
A tandem mobi cartridge alarm was reported. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support confirmed cartridge alarm 34 and decided to replace the pump. The customer was instructed to continue using their current pump and was advised on the next steps for returning the problematic pump and receiving the replacement.